Event description:
Per product complaint form from customer "after placing primed tubing into pump, leak at bottom of cartridge noted." There was no pt harm reported and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.